Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events was not determined. However, it is likely that the phenomenon occurred due to wrong setting of the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus since the issue was resolved via troubleshooting. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center custom 1 and 2 buttons were not working. As a result, they were not able to display aloka images on monitor. The customer wanted to enable pip-pop to display and called for assistance. An olympus representative provided instructions to change the settings and the device worked as intended. There were no reports of patient harm. Additional details were requested regarding the reported event, but the customer declined an answer because there were "no issues".